Event description:
It was reported through patient outcome that the patient received a heart transplant. Additional information was reported but not provided.

Manufacturer narrative:
Event: additional information.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of pump thrombosis and outflow graft kink could not be confirmed through this evaluation; however, the submitted log files did capture flow values that were below the patient¿s reported baseline (~5.0 lpm) which could be correlated to the suspected thrombus or outflow graft kink. The submitted log files captured estimated flow values in the 3.0 lpm range which is below the patient¿s reported baseline of 5.0 lpm. Of note, estimated flow did not respond to increases in pump speed. Additionally, no external power alarms were captured on (B)(6) 2018 between 23:16:41-23:16:50 due to simultaneous power cable disconnects during which the backup battery supported the system. The actual motor speed remained above the low speed limit for the duration of the submitted log files and the pump appeared to function as intended. The account communicated that the patient was congested, not responding to diuretics, and experiencing reduced lvad flows. A high-pitched noise was observed upon lvad interrogation. A CT scan revealed a possible kink in the outflow graft. The patient was placed on blood thinners for possible pump thrombosis and given a target partial thromboplastin time of 60 with plans to increase target. The patient was upgraded on the transplant list to status 2. The patient underwent a right heart catheterization (rhc) on 18jan2019. The patient was reportedly transplanted on 25jan2019. No product is available for investigation. The heartmate 3 lvas IFU lists thromboembolism as a potential late postimplant complication that may be associated with the use of the hm3 lvas in the patient care and management section. This IFU also contains information regarding the preparation of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. When de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. Failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The site communicated that the patient was congested with no response to l.asix. The patient's lvad flows were reduced. Coumadin was stopped and the patient was started on bivalirudin for pump thrombosis. The patient was upgraded on unos listing status to 2 and received right heart catheterization to assess cardiac index and filling pressures before receiving heart transplant on (B)(6) 2019. Antibiotics were subsequently discontinued after an unrevealing infectious work up. No additional information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of pump thrombosis and outflow graft kink could not be confirmed through this evaluation as the complete outflow graft was not returned; however, the submitted log files did capture flow values that were below the patient¿s reported baseline which could be correlated to the suspected thrombus or outflow graft kink. Additionally, a no external power event was confirmed due to simultaneous power cable disconnects. Also, a direct correlation between heartmate 3 lvas, serial number: (B)(6), and the reported abnormal sound could not conclusively be established through this evaluation. The account communicated that the patient was congested, not responding to diuretics, and experiencing reduced lvad flows. A high-pitched noise was observed upon lvad interrogation. A CT scan revealed a possible kink in the outflow graft. The patient was placed on blood thinners for possible pump thrombosis and given a target partial thromboplastin time of 60 with plans to increase target. The patient was upgraded on the transplant list to status 2. The patient underwent a right heart catheterization (rhc) on (B)(6) 2019. The patient was reportedly transplanted on (B)(6) 2019. (B)(6) was returned assembled with the pump cable severed approximately 17.5¿ from the pump housing. The modular cable and the distal portion of the pump cable were not returned. Approximately 1¿ of the sealed outflow graft was returned attached to the pump cover outlet port. The apical cuff was returned secured with the cuff lock fully engaged. The sealed outflow graft bend relief was returned intact and secured around the graft attachment. The device appears to have been exposed to a fixative agent (e.g. Formaldehyde) post-explant. Visual inspection of the inflow cannula did not reveal any laminated or denatured depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the distal end of the returned sealed outflow graft revealed two small creased areas on opposite sides of the graft which were each approximately 0.25¿ in length. One creased area was associated with a normal accumulation of biological material that did not appear to have accumulated within the geometry of the crease. The lack of tissue accumulation within the crease suggests that the graft was not creased in this area during support. The opposite crease did have a small amount of biological material accumulated within its geometry on the graft exterior. However, a specific duration of time and a specific cause for the observed crease could not conclusively be determined through this evaluation due to the tissue¿s exposure to a fixative agent post-explant and also the lack of the complete outflow graft. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed some fixed depositions that appeared acute but no evidence of laminated or denatured depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches of defects. The submitted log files captured estimated flow values in the 3.0 lpm range which is below the patient¿s reported baseline of 5.0 lpm. Of note, estimated flow did not respond to increases in pump speed. Additionally, no external power alarms were captured on (B)(6) 2018 between 23:16:41-23:16:50 due to simultaneous power cable disconnects during which the backup battery supported the system. The actual motor speed remained above the low speed limit for the duration of the submitted log files and the pump appeared to function as intended. The retrieved lvad event log file captured estimated flow dropping to 0 lpm on (B)(6) 2019 which is consistent with the patient¿s reported transplant on this date. (B)(6) was cleaned, reassembled, and functionally tested on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. During functional testing, no irregular noises were noted. The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. The heartmate 3 lvas IFU lists thromboembolism as a potential late postimplant complication that may be associated with the use of the hm3 lvas in the patient care and management section. ¿surgical procedures¿ contains information regarding the preparation of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. The heartmate 3 lvas IFU also provides an explanation of all pump parameters, including flow, in section 1 ¿introduction¿. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm as well as pi events. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 "surgical procedures" of the hm3 IFU cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 1, ¿introduction¿, and section 6, ¿patient care and management¿ of the hm3 IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The sections entitled ¿introduction¿ and ¿living with the heartmate iii¿ in the hm3 patient handbook state to call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported. The section entitled ¿handling emergencies¿ explains to ¿call your doctor right away if you notice a sudden change in how your pump is working (even if there is no alarm). Remember, you know best what is normal for you and your pump. The patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. The hm3 lvas patient handbook discusses how to change power sources and warns that at least one system controller power cable must be connected to a power source at all times. The heartmate 3 patient handbook also provides information on all system alarms and the actions associated to resolve the alarms. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Incidental finding: during the evaluation of the heartmate 3, superficial damage was observed on the internal portion of the pump cable. Manufacturer's investigation conclusion: the reported events of pump thrombosis and outflow graft kink could not be confirmed through this evaluation as the complete outflow graft was not returned; however, the submitted log files did capture flow values that were below the patient¿s reported baseline which could be correlated to the suspected thrombus or outflow graft kink. Additionally, a no external power event was confirmed due to simultaneous power cable disconnects. Also, a direct correlation between heartmate 3 lvas, and the reported abnormal sound could not conclusively be established through this evaluation. The account communicated that the patient was congested, not responding to diuretics, and experiencing reduced lvad flows. A high-pitched noise was observed upon lvad interrogation. A CT scan revealed a possible kink in the outflow graft. The patient was placed on blood thinners for possible pump thrombosis and given a target partial thromboplastin time of 60 with plans to increase target. The patient was upgraded on the transplant list to status 2. The patient underwent a right heart catheterization (rhc) on (B)(6) 2019. The patient was reportedly transplanted on (B)(6) 2019. The heartmate 3 lvas was returned assembled with the pump cable severed approximately 17.5¿ from the pump housing. The modular cable and the distal portion of the pump cable were not returned. Approximately 1¿ of the sealed outflow graft was returned attached to the pump cover outlet port. The apical cuff was returned secured with the cuff lock fully engaged. The sealed outflow graft bend relief was returned intact and secured around the graft attachment. The device appears to have been exposed to a fixative agent (e.g. Formaldehyde) post-explant. Visual inspection of the inflow cannula did not reveal any laminated or denatured depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the distal end of the returned sealed outflow graft revealed two small creased areas on opposite sides of the graft which were each approximately 0.25¿ in length. One creased area was associated with a normal accumulation of biological material that did not appear to have accumulated within the geometry of the crease. The lack of tissue accumulation within the crease suggests that the graft was not creased in this area during support. The opposite crease did have a small amount of biological material accumulated within its geometry on the graft exterior. However, a specific duration of time and a specific cause for the observed crease could not conclusively be determined through this evaluation due to the tissue¿s exposure to a fixative agent post-explant and also the lack of the complete outflow graft. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed some fixed depositions that appeared acute but no evidence of laminated or denatured depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches of defects. The submitted log files captured estimated flow values in the 3.0 lpm range which is below the patient¿s reported baseline of 5.0 lpm. Of note, estimated flow did not respond to increases in pump speed. Additionally, no external power alarms were captured on 27dec2018 between 23:16:41-23:16:50 due to simultaneous power cable disconnects during which the backup battery supported the system. The actual motor speed remained above the low speed limit for the duration of the submitted log files and the pump appeared to function as intended. The retrieved lvad event log file captured estimated flow dropping to 0 lpm on 25jan2019 which is consistent with the patient¿s reported transplant on this date. The heartmate 3 lvas was cleaned, reassembled, and functionally tested on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. During functional testing, no irregular noises were noted. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 years, 2 months. The pump remains implanted and the patient continues on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2017. It was reported that the cardiologist thought that the pump sound was atypical; higher pitched with static like noises. Recent CT scan revealed a possible kink in the outflow graft. The health provider's plan of care was to place the patient on bivalrudin and discuss elevating the status on the heart transplant list. Recent log files reviewed by the manufacturer's technical services department continues to show low flow alarms. No additional information was reported.